Event description:
It was reported the external pulse generator (epg) was unable to sense or pace. The epg worked after the surgical leads were adjusted. The epg is expected to be returned for testing. There was no patient involvement.

Manufacturer narrative:
Product event summary: at analysis it was noted that the unit was received mechanically in tact. However, it was additionally noted that its incoming testing was unable to be performed which was attributed to its main board being misaligned. However, following the repositioning of the main board it still failed its calibration values storage test and it was determined that the main board needed to be replaced. The unit was cleaned and inspected, the main board was replaced, the unit was then tested and calibrated on the automated test system and passed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that when the external pulse generator was returned for an evaluation and check, it subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Following service and repair, failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was assembled into a golden unit and run on the functional tester. All tests passed. The error log was reviewed but there were no errors found. Conclusion: could not confirm the reported event, no defect found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.